Event description:
Customer reported that after a few hours of operation, the cs100 intra-aortic balloon pump (iabp) turned off due to overheating. It is unknown if there was a patient involved during the operation of the iabp; however, no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed the fans were dirty. A general cleaning of the iabp was performed and then preventative maintenance was performed as required with replacement of the drive assembly with a used part as requested and provided by the customer due to leaking observed in k6, k7, k8. The iabp unit passed all pm tests after replacement of pm parts, and all other functional and safety tests were also passed per specifications. The iabp was cleared for clinical use and released to the customer. (B)(6). It was observed during an external audit at getinge (B)(4), that servicing practices at getinge (B)(4) are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. Getinge (b)6) has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints.

Event description:
Customer reported that after a few hours of operation, the cs100 intra-aortic balloon pump (iabp) turned off due to overheating. It is unknown if there was a patient involved during the operation of the iabp; however, no adverse event was reported.